Event description:
Allegedly, doctor was inserting a gastrostomy button and while using the (B)(4)/needle holder the carbide insert came off one of the jaws into pt. X-ray confirmed the piece was in the pt. Doctor made another opening and inserted a 3mm cannula to explore area where piece fell into; after 30 minutes, doctor was able to find and retrieve piece. The procedure was completed.

Manufacturer narrative:
Eval of instrument confirmed that the carbide insert came off the inside of the non-moveable jaw. This may be a manufacturing solder error; we returned instrument to manufacturer.